Event description:
It was reported during a complex procedure for a left pcoma aneurysm procedure, the subject stent was difficult to position during deployment at the treatment site. After partial deployment, the delivery wire on the stent was not able to be advanced. Under fluoroscopy, it was confirmed the device had detached from the delivery wire and was not able to be fully deployed from the microcatheter. The physician removed and replaced the entire system. The procedure was completed successfully with no clinical consequences to the patient.